Manufacturer narrative:
Device passed active current measurement, sleep current measurement test, self test, rewind, seating, basic occlusion test, occlusion test, force sensor test and displacement test. No missing segments partial display or failed battery test noted. No abnormal noise during rewind noted. Motor was tested outside of the device and passed. Device received with the vibrate alert functioning properly. No vibrate anomaly noted. The time clock was monitored and no time clock anomaly noted. The following were noted during visual inspection: scratched case, pillowing keypad overlay, cracked keypad overlay and scratched lcd window. No cracks on lcd window. The p-cap does lock properly. (B)(4).

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Information received by medtronic indicated that the insulin pump had big crack on the screen making it hard to read and vibrate was not as strong. Customer stated the insulin pump had crack on the center button, clock had to be reprogrammed often, oily rainbow effect on screen, clear retainer ring and rejecting new batteries. No harm requiring medical intervention was reported. The insulin pump will not be returned for analysis.